Manufacturer narrative:
Product analysis: analysis of the logs was unable to confirm the report that the application froze while running ventricular threshold assessment. Log analysis noted that there was no session found on the reported date but all log analysis from the date range had a proper manual end session and no application hang issue, thus further investigation of the underlying cause of the issue was unable to be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer application froze on the hour glass while running a ventricular threshold assessment and remained frozen without the ability to control the application while pacing. A different programmer was used to complete threshold analysis on both leads. The application was force closed and had no issues after relaunching. It was noted that pacing continued while the application was closed. The programmer and application remain in use. No patient complications have been reported as a result of this event.